Manufacturer narrative:
The product sample or additional supporting materials from the account was not available for this incident. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. There were no assembly or component issues identified; therefore, a device history record review will not be performed. The event report alleges the product was used in a surgical procedure. Without the physical product, a definitive root cause could not be identified. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open hepatectomy procedure. The stapling device was being used for making the liver re section. The stapler was not able to apprehend the liver. The surgeon asked to change the reload, but the problem persisted. The stapler was not able to fire. The surgeon was not able to press the green button and was not able to squeeze the handle. In order to resolve the issue and complete the case, the surgeon made the conventional section. There was medical or surgical intervention needed to prevent a permanent impairment of a function, there was a tumor. There was no patient harm. The patient status is alive, no injury.